Event description:
Patient arrives to infusion for chemo. Right chest port had been accessed in interventional radiology per patient account. The infusion cap was found to have residual blood pooled within the infusion cap. The cap was changed prior to infusion. This particular infusion cap is extremely difficult to properly flush, free of blood; this may pose an infection risk.what was the original intended procedure?chemotherapy infusion.device #1is this a laboratory device or laboratory test?no.